Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working and the trigger was sticky. Therefore, the reported condition was confirmed. It was determined that the electric control unit (ecu), motor, seals, bearings and some other internal components were damaged and corroded. The assignable root cause was determined to be due to wear on internal electronic and mechanical components from use over time.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was discovered that the battery oscillator device stopped while in use after blade was inserted. There was a five minute delay to the surgical procedure. It was not reported that a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.